Manufacturer narrative:
The field service engineer (fse) confirmed that the customer¿s water system underwent maintenance activities before the questionable results were obtained. The water requirements are within the customer¿s responsibility. The investigation determined the event was consistent with customer mishandling. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2, cholesterol, and other assay results from multiple patient samples tested on the cobas 8000 c702 module. The reporter stated that multiple high results were questioned prompting the rerun of the patient samples. The reporter was able to provide the following examples of questionable results: the initial results were reported outside of the laboratory. Sample 1: the initial crep2 result was 1.7 mg/dl. The repeat result was 1.0 mg/dl. Sample 2: the initial crep2 result was 1.4 mg/dl. The repeat result was 0.9 mg/dl. Sample 3: the initial crep2 result was 1.5 mg/dl. The repeat result was 1.0 mg/dl. Sample 4: the initial crep2 result was 1.4 mg/dl. The repeat result was 0.8 mg/dl. Sample 5: the initial crep2 result was 1.2 mg/dl. The repeat result was 0.6 mg/dl. Sample 6: the initial crep2 result was 1.2 mg/dl. The repeat result was 0.8 mg/dl. Sample 7: the estimated initial cholesterol result was 400 mg/dl. The estimated repeat result was 200 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The reporter stated that questionable results were noted after water system maintenance for the deionized water (di) was performed in their laboratory and that they received a "water level low" alarm. The investigation is ongoing.